Manufacturer narrative:
Additional device product codes: kwq, kwp, nkb, mnh. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the 7.0mm ti matrix polyaxial screw thread was loosen and cannot be loaded and locked by screwdriver. Another screw was used. Procedure was successfully completed without any surgical delay. No patient consequences reported. Concomitant device reported: screwdriver (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) 7.0mm ti matrix polyaxial screw 45mm thread length. This is report 1 of 1 for (B)(4).